Manufacturer narrative:
(B)(4). Medical product: vanguard posterior stabilized tibial bearing, catalog #: 183622, lot #: 865650; biomet cruciate tibial tray, catalog #: 141232, lot #: j3139634; vanguard interlok femoral component, catalog #: 183128, lot #: 769890; arcom series-a thin patella, catalog #: 184784, lot #: 772340. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02504; 0001825034-2018-02505; 0001825034-2018-02506; 0001825034-2018-02507. Medwatch#: mw5075411.

Event description:
It was reported that the patient is experiencing problems with the knee, including swelling. No additional patient consequences were reported.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The complaint cannot be confirmed as the medical records were not provided. The device history records were reviewed for deviations and/ or anomalies with no deviations / anomalies identified relevant to the reported event. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.